Event description:
It was reported that during an implant procedure, the lead had tissue on the helix and consequently, the helix was "difficult to control." The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.